Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Device is in the investigation process.

Event description:
Patient implanted with a pdl at l4-l5 showed perfect placement 3 weeks status post. At 6 weeks status post, the patient reported an odd sensation with pain; x-rays revealed that entire pdl had come out of the vertebral body. The patient was revised to an alternate system. This is the second of three reports for this event.